Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) tested the camera pedal and found the switch was intermittent and replaced the foot pedal assembly and tested. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure could not be replicated. The component was installed onto the test system and upon startup the unit behaved normally. The system was prepped with an endoscope and a target to capture on the camera, and the system was used to operate the camera from different angles. The trigger for the camera did not falter once when the pedal was depressed. It was found during visual inspection that the energy pedal sensors might be contaminated under the glass. Paint was also chipped off the camera pedal.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon side console (ssc) keeps losing control of the camera. The technical support engineer (tse) reviewed the logs and found no errors. The surgeon stated he could control the camera and then he was not able to control it anymore. They power cycled the system and he got control back and then again could not control it anymore. The surgeon moved to console # 2 for the rest of the case and had no camera control problems with that console. The field service engineer (fse) tested the camera pedal and found the switch was intermittent and replaced the foot pedal assembly and tested. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified and system functionality was checked upon powering on the system. The system did initially power on without errors. The system was hard restart of system/ surgeon moved to console #2. The procedure was completed robotically with the same esu/generator and all 4 arms. The surgeon did not disable or discontinue use of arm due to issue.